Event description:
It was reported that the customer was hospitalized on (B)(6), 2013 with high blood glucose of 600mg/dl, and on (B)(6), 2013 with 594mg/dl. It was stated that the nigh before her blood glucose was over 400mg/dl, and she took a shot. The customer started to throw up and her glucose level did not drop. The customer was disconnected from the insulin pump and was on shots and her sugar level got better. Then they put back on the device for basal rates and went home. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low battery and low reservoir alarm. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.